Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the temp will rise, pump is not working. No additional information provided.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Device evaluation revealed that the pump was not operating, which caused the temperature to rise quickly. The printed circuit board was damaged, and may be related to the pumping issue. The exact cause and repair was not determined, as the device was no longer needed in the loaner pool and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.